Event description:
On (B)(6) 2018 the patient had a primary anatomic shoulder surgery. On (B)(6) 2024, the surgeon converted the patient from an anatomical shoulder to a reverse shoulder due to the patient reporting pain related to a rotator cuff failure. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the glenosphere from the liner. The surgeon closed reduced under anesthesia the patient and no implants were revised. The case was completed successfully.

Manufacturer narrative:
Batch review performed on 23-12-2024 lot 1910953: (B)(4) items manufactured and released on 04-06-2020. Expiration date: 2025-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 2 other similar reported events. Additional item involved in the event; batch review performed on 23-12-2024. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2117046 lot 2117046: (B)(4) items manufactured and released on 12-01-2022. Expiration date: 2027-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.